Event description:
It was reported that the patient reported feeling pre-syncopal episodes when performing exercises with her left arm. The symptoms were reproducible in clinic with isometric exercises. Multiple non-physiologic episodes appearing to be noise as well as pacing inhibition was observed on the right ventricular (rv) lead. A rv lead fracture was suspected. The rv lead was capped (B)(6) 2025 and replaced. The patient tolerated the procedure well and was discharged home on the same day as the procedure.